Event description:
The valve was revised in 2002 as the patient was having low pressure headaches, which patient has a history of. This valve had been implanted for two years. The patient has had two previous implants in 1996 and 1998.